Event description:
The customer alleged that the patient developed a post-operative "propionibacterium acnes (p acnes) infection" approximately 7 weeks after the original surgery. It was reported that two (2) 4.5mm crossft anchor w/3 #2 hifi sutures were used during a rotator cuff repair procedure on (B)(6) 2012 ((B)(4)). The report indicated that a (B)(6), male patient developed a propionibacterium acnes infection approximately 7 weeks after the original surgery. The first symptom of this reported postoperative "p acnes" infection appeared on (B)(6), 2012 with swollen of the shoulder anterior and pain. On (B)(6) 2012, a secondary surgical intervention was performed and both implants were removed. The patient was also treated with IV ceftriaxone.

Manufacturer narrative:
Both implants were discarded at the user facility. A review of the device history record shows this lot #350089 was manufactured on april 12, 2012 in a lot of 60 units with no noted discrepancies that could have caused or contributed to the reported post-operative "p acnes" infection. (B)(4). Further review of the overall complaint files for this catalog item #cfp-4503 shows no other reports of infection received elsewhere other than the (8) complaints filed by the same facility/doctor alleging the same infection on this and 3 other patients. (MFR. Report #1017294-2012-00045, #1017294-2012-00047, and #1017294-2012-00048). No additional units of these two lot numbers were available for evaluation and none remained in stock. The non-absorbable 4.5mm crossft suture anchor with 3 #2 hifi sutures is intended to reattach soft tissue to bone in orthopedic surgical procedures. The risk of post-operative infection after a surgical procedure always exists. The instruction for use for this device lists infections, both deep and superficial and allergic reactions under adverse events. Research from the journal of shoulder and elbow surgery on this type of infection states the following: "the shoulder is thought to have a propensity for infection with p. Acnes because the organism is the dominant anaerobic bacteria isolated from healthy skin in moist areas such as the axilla. P. Acnes is known to be a common causative organism in infections after shoulder instability surgery and arthroplasty". Several authors have also reported that p acnes was the most common infecting organism of deep infection after rotator cuff repair. Implants were discarded at the user facility.